Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm during a prime. The customer inserted the infusion set, and the insulin pump gave her a large amount of insulin. The customer's blood glucose levels began dropping rapidly, and her son was called. The customer's son got on the phone, and stated that he would be rushing her to the hospital for treatment. Nothing further was reported.